Event description:
Analysis of the device found that the stent was partially protruding through the outer body distal end. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body proximal shaft was stretched at 5.5cm distal to the strain relief, and the distal shaft was compressed. The stent was partially protruding through the outer body distal end. During functional testing, friction was encountered advancing the inner body within the outer body to deploy the stent. The inner body was found kinked at 2.0cm and 3.4cm from its proximal end. All dimensions that could be measured for the outer body, inner body, and stent were found within specification. Although analysis results are indicative of high friction during stent deployment, additional information obtained indicated that no friction was encountered during advancement of the stent delivery system to the area of treatment. There is also no indication of misuse, user error or mishandling that could have caused or contributed to the anomalies observed. Therefore, based on the information available a definite root cause cannot be determined.